Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred during bolus deliveries. The customer's blood glucose (bg) level was 150mg/dl. Reportedly, the occlusion alarms started to occur when the customer's pump case broke. The customer was able to resume insulin deliveries after each occlusion alarm. Tandem technical support educated the customer in regards to abrupt temperature changes to the pump and how this may cause occlusions to occur. As the occlusion alarms had occurred in the past, tandem technical support was unable to perform a system check to determine a possible cause of the occlusions.